Event description:
It was reported to boston scientific corporation that two resolution clip devices were used in the gastrointestinal (gi) tract during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, both clips grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the first clip fell off into the patient during withdrawal of the device, while the second clip was successfully removed. The procedure was completed with another resolution clip device, but it was noted that the procedure lasted a long time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results a visual examination of the returned complaint device found that the clip assembly was not returned with the device. There was evidence that the device was fully deployed, as the yoke was not returned attached to the control wire. Additionally, the over sheath was not returned with the device. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used in the gastrointestinal (gi) tract during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, both clips grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the first clip fell off into the patient during withdrawal of the device, while the second clip was successfully removed. The procedure was completed with another resolution clip device, but it was noted that the procedure lasted a long time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.